Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient experienced pericardial effusion (pe) and decreased blood pressure. Patient required extended hospitalization and has fully recovered. No further information about any medical intervention was provided. The physician's opinion on cause of the adverse event is that it was procedure related. The pe was reported to have occurred during the mapping phase of the procedure and no ablation was performed. There were no error messages.

Manufacturer narrative:
It was reported a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient experienced pericardial effusion (pe) and decreased blood pressure. Patient required extended hospitalization and has fully recovered. Device evaluation details: the device was returned to biosense webster inc (bwi) product analysis lab (pal) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed reddish material and a separation between the pebax and the electrode. The material separation issue is considered to be an MDR reportable malfunction. Additional device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The physician's opinion on the cause was the procedure. The root cause of the adverse event remains unknown. The potential cause of the pebax damage cannot be determined. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that: - careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. - when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. A internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside the device. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tube sleeve (g04115) were selected as related to pebax separation issue identified by the pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported issue adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 9-jan-2024, additional information provides that a transseptal puncture was performed as an intervention. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31134456l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).